Event description:
It was reported that there was a malfunction resulting in the over-delivery of pressure. There was no report of patient involvement.

Manufacturer narrative:
The adjustable pressure limiting valve was cleaned to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).